Event description:
During the device evaluation, the flex 3d deflectable videoscope was found to exhibit the charged-coupled device cover/objective lens glue peeling off. There was no patient involvement and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the objective lens adhesive peeling could not be determined, however, it is likely the issue was the result of wear/degradation due to repetitive use, user handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.